Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient was noncompliant (no further detail was provided). The peritonitis was manifested by abdominal pain and cloudy pd effluent and on the same day as onset, the patient was hospitalized for the event. On the same day, the patient was treated for the peritonitis with cefazolin (2 grams per day) and gentamicin (80 milligrams per day). Twenty two days later, treatment with cefazolin and gentamicin was discontinued. On the same day, the patient was discharged from the hospital, the peritonitis was resolved, and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.